Event description:
Per the report received from germany, edwards was notified of a case involving three pascal precision ace devices implanted in the tricuspid position. Following release of the third device, a very good result was initially achieved. After a few seconds, tricuspid regurgitation (tr) worsened and became severe. There was no evidence of single leaflet device attachment (slda) or leaflet injury. The patient left the operating room awake and in stable condition. No reintervention is planned, and the patient will be managed conservatively.

Manufacturer narrative:
Telephone number: e1: (B)(6). B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.